Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty first revision on (B)(6) 2013, and then experienced second revision surgical procedure on (B)(6) 2016 approximately 2 years and 9 months after first revision surgery. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
1038671-2024-04542 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04542 the following sections were updated: g1, h6 the following sections were corrected: b1, b2, d1, g1, h6 the reason for the revision reported cannot be confirmed from the information provided but may be due to prosthesis wear, instability, infection and/or related to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and infection could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.